Event description:
Information received indicates that the yellow and blue tabs of administration set are pointing in different directions causing the tubing to twist when loading pump. This causes occlusion alarms. No adverse outcome and patient impact. Product part number is 340-4114 and lot number is unknown.

Manufacturer narrative:
One (1) used administration set with the outer bag of 340-4165, lot # cf1128512 in this complaint was returned to (B)(4) for evaluation. Tests performed showed no problem of occlusion was found on the set. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.